Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's machine flow sensor, system board and internal battery were replaced to address the issue. There was evidence of dust and dirt contamination. In addition, the system board, blower assembly, blower chassis, blower bellow, blower mounts, cooling fans, machine flow sensor, muffler, tubing blower chassis, tubing fio2, tubing-low flow o2 and tubing system board will need replaced due to contamination and the software was reloaded.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's machine flow sensor, system board and internal battery were replaced to address the issue. There was evidence of dust and dirt contamination. The system board and blower assembly were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and blower assembly as designed and operated without issue or error codes.